Event description:
The customer reported that the alarm has no power, the battery contacts are missing and some are loose. There was no pt incident or injury reported.

Manufacturer narrative:
Eval: eval of the returned product found that the battery springs are bent. There is corrosion from battery leakage on the battery contacts on the door. Unit did not power up due to the battery spring condition. Unit powers up with the use of an external power supply. Note: instructions for use: do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).